Manufacturer narrative:
Additional information in the device evaluation was completed. A visual inspection was performed which revealed a defective patient connector. The reported issue was verified. The cause was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced a connection issue between the pd transfer set and the titanium adapter; further described as ¿the plastic part was deformed and could not closely connect to the patient end (titanium connector)¿. It was reported that the hp noted the issue at home after treatment. The transfer set was replaced so the patient could continue treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.